Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope was broken. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the informationfrom the investigation, the probably cause of the reported event was most likely attributable to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.